Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc wing needle was slow to retract. The following information was provided by the initial reporter: customer reported that they were having trouble with these 20ga IV catheters. When they push the white button on the catheter it is having a slow delay on retracting when normally it retracts quickly. 19oct2024 1. Can you please provide an exact date of event in mm-dd-yyyy format? 10/7/24 2. What was the impact to the patient? There was an additional IV stick. 3. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No.

Event description:
No additional information

Manufacturer narrative:
Investigation results: our quality engineer inspected the representative samples submitted for evaluation. Bd received 397 sealed 20ga x 1.00in. Insyte autoguard bc winged units from lot number 4222721. A sampling of 20 units were randomly selected for functional testing. The 20 sealed units were tested by breaking tip adhesion, slightly advancing the catheter, and then activating the button. This functional test revealed that the retraction time of some of the needles exceeded the 1.5 second specification. Your reported issue was confirmed as a slow retraction. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to excessive gel in the space between the flash chamber and the grip. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identity the root cause.

Manufacturer narrative:
Additional information of fa#.